Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced low blood glucose and was hospitalized on (B)(6) 2018 and the insulin pump had keypad anomaly. The customer¿s blood glucose level was 15 mg/dl at the time of the incident and current blood glucose was 123 mg/dl. The customer was treated with glucose shots. It was reported that the no buttons were working. The customer reported that the time clock was not advancing. The customer reported that the insulin pump was over delivering. The customer reported that they had a button error on the pump. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis. Concomitant: frn reservoir unk infusion set.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08750 inches. No over or under delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using care link. No frozen screen noted. The time clock advanced properly during testing. No button error alarm noted during testing. Device had intermittent button response due to corroded keypad traces at express bolus, esc, act, up arrow and down arrow buttons. Device had cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.